Event description:
It was reported that the micro drill medium straight attachment left a black residue on the physician's glove during a procedure. The surgical site was not affected, no adverse consequence was associated with the event.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the received and evaluated. The device has not been received for evaluation

Event description:
It was reported that the micro drill medium straight attachment left a black residue on the physician's glove during a procedure. The surgical site was not affected, no adverse consequence was associated with the event.

Manufacturer narrative:
The device was not returned for evaluation, it is not possible to determine the cause of the event without an evaluation of the device.